Event description:
Information received from patient regarding external device. The reason of the call was caller stated that they were having problem charging their implant. Caller mentioned that they got software problem (intellis, 3.6, 58, qf_new) message while they were trying to charge the implant. Agent walked the caller to do a hard reset on the controller. Caller re-inserted the battery and confirmed seeing 70% on the controller and 40% on the implant. Caller confirmed no visible damage on the device. Agent asked the caller to blew air into controller charging port to clear dust. Caller then connected the recharger to the controller and confirmed getting no device found. Agent asked to press recharge and caller entered passive recharging with 96-96-96 numbers. Agent reviewed information and place the call on hold to monitor the charging. Caller confirmed seeing no device found again. Caller press recharge and entered passive recharging again and getting 0-80-100 numbers. Caller reported that the recharger is already getting hot. The issue was not resolved. A request was sent to repair for recharger replacement. No symptoms were reported.

Manufacturer narrative:
B3: event date is approximate. Year is considered as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6), UDI#: (B)(4); product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID 97755 serial# (B)(6) product type recharger analysis of the [recharger], model [97755 ], s/n (B)(6), found electrical failure - no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.